Event description:
It was reported that in (B)(6), the patient presented with brownish staining following a subdermal procedure. It was later reported the doctor exceeded the recommended power setting of 80% and performed the procedure at 90% power. The doctor treated the patient with hyperbaric oxygen therapy in an effort to correct the undesired results, the oxygen therapy did not resolve the issue and is now deemed to be a permanent. There was no reported malfunction of the device.